Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) it was reported the 73 y/o male patient visited the surgeon. Reason not reported. Left knee. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time. Corrected data: section b2: required intervention to prevent permanent impairment/damage (devices).

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post ltka, 73 y/o female patient visited the surgeon for a potential revision for a reason not reported.